Event description:
Product malfunctioned as his wife was using the cane causing her to fall off a curb and fracture her hip. The end user is alleging one of the four prongs on the base of the cane acted as a pivot point which resulted in the fall.